Event description:
It was reported that the drill began overheating and started to smoke prior to the start of an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the alleged overheating and device starting to smoke was problems with the motor, bearings, and corroded driveshaft and rotor, which were each replaced along with other components as part of a preventive maintenance. The handpiece was repaired and returned to the customer.